Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2020. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device qbmabe batch number, and no non-conformances were identified. Additional h3 investigation summary: one picture was provided for analysis. Upon visual inspection of the picture, one open foil and one broke needle-suture of product code sxpp1a403, lot qbmabe inside a bag could be observed. No conclusion could be reached as on what caused the reported complaint as the sample was not returned for analysis. Additional h3 investigation summary: it was reported breakage suture. It was received for analysis an empty opened foil and a used needle-suture piece of product code sxpp1a403, lot qbmabe. During the visual inspection of the sample, the swage and attachment are were noted to be as expected, body fluids and marks by use of a surgical instrument could be observed on the body needle. The suture present body fluids and damaged on the surface that appears to be by use of a surgical instrument. The suture end was noted broken due to stress applied on the strand during the use. The product code sxpp1a403 contains an absorbable suture and the time of exposure of suture to the environment could not be determined. Due to condition of the sample received no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/21/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Suturing myometrium under endoscope. Procedure date? (B)(6) 2020.

Event description:
It was reported that a patient underwent a uterine fibroid excision surgery on (B)(6) 2020 and suture was used. During the procedure, the suture broke. It was reported that another suture was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.